Manufacturer narrative:
Changing "error simulation test" to "error stimulation test." .

Event description:
It was reported to philips that the device has an "error stimulation test." There was no patient involvement.

Event description:
It was reported to philips that the device has an "error simulation test." There was no patient involvement.